Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where during procedure, a single leaflet device attachment (slda) occurred. The pascal device placed in the lateral commissure due to an antero-lateral flail. Independent leaflet-capture was performed. After closing the device, mitral regurgitation (mr) grade was trace. However, there was concern about the insertion of the posterior leaflet. The decision was to go back to capture ready configuration to confirm there was visible strain on the leaflets. Tissue bridge in 3d on face was also fine. Leaflet tissue seemed rather thin, but as it was grasped until the annulus it looked safe and sufficiently inserted. Verification measures were done. Implant release started with the posterior suture lock, and everything looked fine. In the moment of final release of the implant, the posterior leaflet detached. The anterior leaflet was well inserted, therefore, a second pascal ace device was implanted to stabilize the first one. As reported, imaging was not easy, but there were no complications related to blind grasp or not being able at all to show the leaflets and the valve. As per the physician, the event could be related to the leaflet tissue, not being firm enough to hold the device (retrospective). During investigation, it was confirmed that the second device implanted detached from the posterior leaflet a few hours after the procedure. Starting mr grade was 4, mr grade when the first slda happened was trace, immediate mr grade was 2, and final mr grade after second slda was grade 4. Surgery was planned to further treat this patient.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial + final report that also includes the investigation findings. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with other empirical evidence based on information provided by clinical specialist. Available information suggests patient factors (i.e., thin leaflet tissue) likely contributed to the event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.